Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00831, 00832. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior epigastric artery using ruby coils and a px slim delivery microcatheter. During the procedure, the ruby coil to form a coil while advancing inside a px slim. After multiple attempts, the physician removed the ruby coil and it was not used again. While advancing a new ruby coil through the px slim, it unintentionally detached. The physician removed the px slim with the detached ruby coil inside. The procedure successfully continued using a new px slim and another manufacturer's coils. There was no report of an adverse effect on the patient.